Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient changed the pod at approximately 18:25; the omnipod 5 system entered automated mode at 18:33, and subsequent blood glucose readings showed declining glucose values but the pod continued to deliver 0.05 units of insulin. The patient's blood glucose levels reached 2.9 mmol/l (52 mg/dl). The patient treated their low blood glucose values with jelly babies, deactivated and removed the pod placed on the abdomen.